Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube approximately 2.03" from the proximal housing and 0.14" from the proximal clevis. Potential fragments might be missing from the distal end. Components adjacent to this broken main tube show damage. The proximal clevis was found to be dislodged, the pitch cable is broken, the grip cable is broken, and the flush tube is broken. The instrument was found to have a broken flush tube at the proximal end of the instrument where the main tube was cut. The flush tube was fully broken at the main tube. The instrument was found to have a broken grip cable at the proximal end of the instrument where the main tube was cut. The grip cable was fully broken at the main tube. The instrument was found to have a broken pitch cable at the proximal end of the instrument where the main tube was cut. The pitch cable was fully broken at the main tube. The instrument was found to have a dislodged proximal clevis. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the dislodged clevis show damage. The main tube is broken, the grip cable is loose, and the pitch cable is loose. The instrument was found to have a loose grip cable at the grip hub. Further inspection found the grip cable was fully broken at the main tube. The instrument was found to have a loose pitch cable at the grip hub. Further inspection found the pitch cable was fully broken at the main tube. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the tip-up fenestrated grasper instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was found to have a broken plastic part (bent in the middle). The trocar could not be removed, so it was cut off. The procedure was completed as planned with no reported injury.